Event description:
It was reported following a lead implant procedure on (B)(6) 2018 (reference MFR. Report#:3006705815-2018-03426) the patient experienced abdominal pain. As such, the device was turned off, but the pain did not subside. As such, the patient underwent surgical intervention where the lead was removed. It was stated the patient had a possible hematoma. As such, the patient was sent to the ER for monitoring.

Event description:
Follow-up information revealed the patient did not have a hematoma and the issue is resolved.